Event description:
Statlab 20ml formalin container lid cracked tissue present in container and test was able to run. Manufacturer response for formalin container, (brand not provided) (per site reporter). We have filed multiple complaints to medsun and to the manufacturer. We have provided them a sample of the cracked lids.